Event description:
It was reported that this patient noted the error code, 8286, on the personal therapy manger (ptm). This code relates to an empty reservoir. No further information was provided. It was not known what medication this device system delivered. Additional information was requested but none was available on the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).